Manufacturer narrative:
This case was initially received via regulatory authority valvira on 13-oct-2017. The most recent information was received on 29-nov-2017. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("fallopian tubes empty after removal, x-ray showed implants in pelvic cavity/ lesser pelvis / essure on the left in the posterolateral section of the bladder"), device breakage ("the right one is shorter and has possibly broken"), abdominal pain lower ("lower abdominal pain/ pain in the abdomen, focusing on the lower left section of the abdomen") and uterine prolapse ("hysterectomy due to prolapses") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure implants were tried to remove on (B)(6) 2017 but they were not found in abdominal cavity (apparently the implants will remain in abdomen)" on (B)(6) 2017. The patient's concurrent conditions included rubber sensitivity, dust allergy and allergy to animal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant) with post procedural haemorrhage and procedural pain, allergy to metals ("nickel allergy"), back pain ("daily one-sided back pain"), abdominal distension ("abdominal swelling more easily than before/ mainly occasional swelling"), pyrexia ("feverish /spike of fever after the hysterectomy(malaise in connection with fever)"), malaise ("malaise in connection with fever"), bacterial vaginosis ("different kind of vaginal balance"), hypersensitivity ("sensitization problems/ feels that she has had more hypersensitivity-type symptoms after the hysterectomy"), lymphadenopathy ("adenopathy on the right hand side in the neck or in the armpits"), chromaturia ("dark urine at times"), depression ("symptoms of depression have increased after the hysterectomy/ depression"), fatigue ("increased tiredness that does not seem to go away with rest/ tiredness, fatigue/ fatigue after exertion, sleep does not really help"), night sweats ("night sweating"), fibromyalgia ("pain in the fibromyalgia points") and endometriosis ("there was suspected endometriosis in a small area next to the left ovary"). The patient was treated with tramadol hydrochloride (tramal), ibuprofen (burana), antidepressants, surgery (essure implants were tried to remove on (B)(6) 2017 but they were not found in abdominal cavity.), surgery (referral for removal of essure implants), surgery (laparoscopic fallopian tube removal on (B)(6) 2017, no implants) and surgery (vaginal hysterectomy and anterior colporrhaphy). At the time of the report, the device dislocation and abdominal pain lower had not resolved and the device breakage, uterine prolapse, allergy to metals, back pain, abdominal distension, pyrexia, malaise, bacterial vaginosis, hypersensitivity, lymphadenopathy, chromaturia, depression, fatigue, night sweats, fibromyalgia and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, allergy to metals, back pain, bacterial vaginosis, chromaturia, depression, device breakage, device dislocation, endometriosis, fatigue, fibromyalgia, hypersensitivity, lymphadenopathy, malaise, night sweats, pyrexia and uterine prolapse with essure. The reporter commented: in (B)(6) 2017 vaginal hysterectomy anterior colporrhaphy was performed due to prolapses [but (B)(6) 2016 in medical records], her symptoms started thereafter (different kind of vaginal balance and sensitization problems, daily one-sided back pain). Later the fallopian tubes were removed due to trying to remove essure implants ((B)(6) 2017) but the tubes were empty. After the hysterectomy, the patient had a spike of fever and also feels that thereafter her condition has worsened. Before the procedure she was a little depressed but the symptoms of depression have increased after the hysterectomy. She also has pain in the abdomen, focusing on the lower left section of the abdomen. She has nickel allergy and feels that she has had more hypersensitivity-type symptoms after the hysterectomy. She gets abdominal swelling more easily than before, increased tiredness that does not seem to go away with rest. The patient has wanted essure to be removed and had therefore her fallopian tubes removed on (B)(6) 2017. However, the essure implants were not in the tubes. The surgery report did not refer to the pelvic status. The patient has had no pneumonias or other recurring infections. The inflammation levels have been repeatedly normal. No weight loss. No joint or raynaud symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2017: fallopian tubes removed, but empty x-ray - in 2017: post laparoscopy: implants in abdominal cavity. At the check-up visit the essure implants were found to be in their normal place. (B)(6) 2017, before surgery, a vaginal ultrasound examination showed normal ovaries. Nothing indicative of the essure implants was seen, no ascites. The patient was told that the implants might have been removed with the uterus. On (B)(6), laparoscopy was performed; the parenchymal organs were otherwise normal in the images but there was suspected endometriosis in a small area next to the left ovary. The ovaries, fallopian tubes and cecum were normal. The fallopian tubes were removed in connection with the surgery. Fallopian tubes were examined after the surgery, no pieces of the essure implants were seen inside them. Sent as a sample to the pathologist. Abdominal x-ray on (B)(6) 2017: foreign objects that fit the description of essure implants can be seen on both sides of the median line of the lesser pelvis - showing the essure implants in the pelvic area. The one on the right side is shorter, broken / related to projection? Otherwise no migrating implants in the abdominal cavity. Since removal, an x-ray has been taken, and the essure implants were visible in the pelvic area; the right one is shorter and has possibly broken. A referral was written here for their removal. As she has been waiting, she has had an MRI scan which shows possible artifact caused by essure on the left in the poster lateral section of the bladder. The implant on the right hand side cannot be fully confirmed. On (B)(6) 2017, pelvic MRI. A gynecological protocol for lesser pelvis without contrast medium. Compared with the native x-ray of the abdomen from (B)(6) 2017. Minor artifact seen on the left in the posterolateral section of the urinary bladder, possibly one of the clips here, a second clip cannot be reliably discerned in the images produced by MRI, these do not generate enough susceptibility artifact in the sequences. Lava sequences might be more accurate for locating lesions but they are not necessarily seen in these either, one possibility is to take a low dose native CT scan of the pelvic area. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 30-nov-2017 for the following meddra pts: device dislocation: n¿ 2751 cases (excluding this case). Device breakage: n¿ 2064 cases (excluding this case). Abdominal pain lower: n¿ 780 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 29-nov-2017: essure implants were tried to remove on (B)(6) 2017 but they were not found in abdominal cavity. (Apparently the implants will remain in abdomen). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via (B)(4)on 13-oct-2017. The most recent information was received on 18-nov-2017. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("fallopian tubes empty after removal, x-ray showed implants some where in abdominal cavity/ the essure implants were not in the tubes"), gastrointestinal injury ("according to the gynecologist at the removal could be challenging if the implants have become adhered to the intestines"), device breakage ("fthe right one is shorter and has possibly broken"), bladder disorder ("MRI scan which shows possible artifact caused by essure on the left in the posterolateral section of the bladder"), abdominal pain lower ("lower abdominal pain/ pain in the abdomen, focusing on the lower left section of the abdomen"), uterine prolapse ("hysterectomy due to prolapses") and post procedural haemorrhage ("minor bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rubber sensitivity, dust allergy and allergy to animal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), back pain ("daily one-sided back pain"), pyrexia ("feverish /spike of fever"), bacterial vaginosis ("different kind of vaginal balance and sensitization problems/ feels that she has had more hypersensitivity-type symptoms after the hysterectomy"), sensitisation ("different kind of vaginal balance and sensitization problems/ feels that she has had more hypersensitivity-type symptoms after the hysterectomy"), depression ("symptoms of depression have increased after the hysterectomy/ depression"), allergy to metals ("nickel allergy"), abdominal distension ("abdominal swelling more easily than before/ mainly occasional swelling"), fatigue ("increased tiredness that does not seem to go away with rest/ tiredness, fatigue/ fatigue after exertion, sleep does not really help"), lymphadenopathy ("adenopathy on the right hand side in the neck or in the armpits"), chromaturia ("dark urine at times"), night sweats ("night sweating"), fibromyalgia ("pain in the fibromyalgia points"), endometriosis ("there was suspected endometriosis in a small area next to the left ovary") and malaise ("malaise in connection with fever"). The patient was treated with tramadol hydrochloride (tramal), ibuprofen (burana), antidepressants, surgery (next removal attempt on (B)(6) 2017), surgery (fallopian tubes removed), surgery (laparoscopic fallopian tube removal on (B)(6) 2017, no implants) and surgery (hysterectomy). At the time of the report, the device dislocation and abdominal pain lower had not resolved and the gastrointestinal injury, device breakage, bladder disorder, uterine prolapse, post procedural haemorrhage, back pain, pyrexia, bacterial vaginosis, sensitisation, depression, allergy to metals, abdominal distension, fatigue, lymphadenopathy, chromaturia, night sweats, fibromyalgia, endometriosis and malaise outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, allergy to metals, back pain, bacterial vaginosis, bladder disorder, chromaturia, depression, device breakage, device dislocation, endometriosis, fatigue, fibromyalgia, gastrointestinal injury, lymphadenopathy, malaise, night sweats, post procedural haemorrhage, pyrexia, sensitisation and uterine prolapse with essure. The reporter commented: in (B)(6) 2017 vaginal hysterectomy anterior colporrhaphy was performed due to prolapses, her symptoms started thereafter (different kind of vaginal balance and sensitization problems, daily one-sided back pain). Later the fallopian tubes were removed due to trying to remove essure implants ((B)(6) 2017) but the tubes were empty. After the hysterectomy, the patient had a spike of fever and also feels that thereafter her condition has worsened. Before the procedure she was a little depressed but the symptoms of depression have increased after the hysterectomy. She also has pain in the abdomen, focusing on the lower left section of the abdomen. She has nickel allergy and feels that she has had more hypersensitivity-type symptoms after the hysterectomy. She gets abdominal swelling more easily than before, increased tiredness that does not seem to go away with rest. The patient has wanted essure to be removed and had therefore her fallopian tubes removed on (B)(6) 2017. However, the essure implants were not in the tubes. The surgery report did not refer to the pelvic status. The patient has had no pneumonias or other recurring infections. The inflammation levels have been repeatedly normal. No weight loss. No joint or raynaud symptoms. Treatment results: needed a lot of pain medication on the evening of the procedure. Felt better the next morning. Successful urination, residuals at low level on discharge. Minor bleeding. Paratabls will be continued at home as needed. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2017: fallopian tubes removed, but empty. X-ray - in 2017: post laparoscopy: implants in abdominal cavity. At the check-up visit the essure implants were found to be in their normal place. Before the surgery, a vaginal ultrasound examination was performed and it showed normal ovaries. Nothing indicative of the essure implants was seen, no ascites. The patient was told that the implants might have been removed with the uterus. On (B)(6), laparoscopy was performed; the parenchymal organs were otherwise normal in the images but there was suspected endometriosis in a small area next to the left ovary. The ovaries, fallopian tubes and cecum were normal. The fallopian tubes were removed in connection with the surgery. Fallopian tubes were examined after the surgery, no pieces of the essure implants were seen inside them. Sent as a sample to the pathologist. Abdominal x-ray on (B)(6) 2017: foreign objects that fit the description of essure implants can be seen on both sides of the median line of the lesser pelvis - showing the essure implants in the pelvic area. The one on the right side is shorter, broken / related to projection? Otherwise no migrating implants in the abdominal cavity. Since removal, an x-ray has been taken, and the essure implants were visible in the pelvic area; the right one is shorter and has possibly broken. A referral was written here for their removal. As she has been waiting, she has had an MRI scan which shows possible artifact caused by essure on the left in the poster lateral section of the bladder. The implant on the right hand side cannot be fully confirmed. On (B)(6) 2017 a gynecological protocol for lesser pelvis without contrast medium. Compared with the native x-ray of the abdomen from (B)(6) 2017. Minor artifact seen on the left in the posterolateral section of the urinary bladder, possibly one of the clips here, a second clip cannot be reliably discerned in the images produced by MRI, these do not generate enough susceptibility artifact in the sequences. Lava sequences might be more accurate for locating lesions but they are not necessarily seen in these either, one possibility is to take a low dose native CT scan of the pelvic area. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 21-nov-2017 for the following meddra pts: 1 - device dislocation: n¿ 2434 cases (excluding this case). 2 - abdominal pain lower: n¿ 713 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 18-nov-2017: patient records received from herself. Exams, insertion and removal attempt details were provided. Event information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on (B)(6) 2017. The most recent information was received on 18-nov-2017. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("fallopian tubes empty after removal, x-ray showed implants in pelvic cavity/ lesser pelvis / essure on the left in the posterolateral section of the bladder"), device breakage ("the right one is shorter and has possibly broken"), abdominal pain lower ("lower abdominal pain/ pain in the abdomen, focusing on the lower left section of the abdomen") and uterine prolapse ("hysterectomy due to prolapses") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rubber sensitivity, dust allergy and allergy to animal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant) with post procedural haemorrhage and procedural pain, allergy to metals ("nickel allergy"), back pain ("daily one-sided back pain"), abdominal distension ("abdominal swelling more easily than before/ mainly occasional swelling"), pyrexia ("feverish /spike of fever after the hysterectomy"), malaise ("malaise in connection with fever"), bacterial vaginosis ("different kind of vaginal balance"), hypersensitivity ("sensitization problems/ feels that she has had more hypersensitivity-type symptoms after the hysterectomy"), lymphadenopathy ("adenopathy on the right hand side in the neck or in the armpits"), chromaturia ("dark urine at times"), depression ("symptoms of depression have increased after the hysterectomy/ depression"), fatigue ("increased tiredness that does not seem to go away with rest/ tiredness, fatigue/ fatigue after exertion, sleep does not really help"), night sweats ("night sweating"), fibromyalgia ("pain in the fibromyalgia points") and endometriosis ("there was suspected endometriosis in a small area next to the left ovary"). The patient was treated with tramadol hydrochloride (tramal), ibuprofen (burana), antidepressants, surgery (next removal attempt on (B)(6) 2017), surgery (referral for removal of essure implants), surgery (laparoscopic fallopian tube removal on (B)(6) 2017, no implants) and surgery (vaginal hysterectomy and anterior colporrhaphy). At the time of the report, the device dislocation and abdominal pain lower had not resolved and the device breakage, uterine prolapse, allergy to metals, back pain, abdominal distension, pyrexia, malaise, bacterial vaginosis, hypersensitivity, lymphadenopathy, chromaturia, depression, fatigue, night sweats, fibromyalgia and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, allergy to metals, back pain, bacterial vaginosis, chromaturia, depression, device breakage, device dislocation, endometriosis, fatigue, fibromyalgia, hypersensitivity, lymphadenopathy, malaise, night sweats, pyrexia and uterine prolapse with essure. The reporter commented: in (B)(6) 2017 vaginal hysterectomy anterior colporrhaphy was performed due to prolapses [but (B)(6) 2016 in medical records], her symptoms started thereafter (different kind of vaginal balance and sensitization problems, daily one-sided back pain). Later the fallopian tubes were removed due to trying to remove essure implants ((B)(6) 2017) but the tubes were empty. After the hysterectomy, the patient had a spike of fever and also feels that thereafter her condition has worsened. Before the procedure she was a little depressed but the symptoms of depression have increased after the hysterectomy. She also has pain in the abdomen, focusing on the lower left section of the abdomen. She has nickel allergy and feels that she has had more hypersensitivity-type symptoms after the hysterectomy. She gets abdominal swelling more easily than before, increased tiredness that does not seem to go away with rest. The patient has wanted essure to be removed and had therefore her fallopian tubes removed on (B)(6) 2017. However, the essure implants were not in the tubes. The surgery report did not refer to the pelvic status. The patient has had no pneumonias or other recurring infections. The inflammation levels have been repeatedly normal. No weight loss. No joint or raynaud symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2017: fallopian tubes removed, but empty. X-ray - in 2017: post laparoscopy: implants in abdominal cavity. At the check-up visit the essure implants were found to be in their normal place. (B)(6) 2017, before surgery, a vaginal ultrasound examination showed normal ovaries. Nothing indicative of the essure implants was seen, no ascites. The patient was told that the implants might have been removed with the uterus. On (B)(6), laparoscopy was performed; the parenchymal organs were otherwise normal in the images but there was suspected endometriosis in a small area next to the left ovary. The ovaries, fallopian tubes and cecum were normal. The fallopian tubes were removed in connection with the surgery. Fallopian tubes were examined after the surgery, no pieces of the essure implants were seen inside them. Sent as a sample to the pathologist. Abdominal x-ray on (B)(6) 2017: foreign objects that fit the description of essure implants can be seen on both sides of the median line of the lesser pelvis - showing the essure implants in the pelvic area. The one on the right side is shorter, broken / related to projection? Otherwise no migrating implants in the abdominal cavity. Since removal, an x-ray has been taken, and the essure implants were visible in the pelvic area; the right one is shorter and has possibly broken. A referral was written here for their removal. As she has been waiting, she has had an MRI scan which shows possible artifact caused by essure on the left in the poster lateral section of the bladder. The implant on the right hand side cannot be fully confirmed. On (B)(6) 2017, pelvic MRI. A gynecological protocol for lesser pelvis without contrast medium. Compared with the native x-ray of the abdomen from (B)(6) 2017. Minor artifact seen on the left in the posterolateral section of the urinary bladder, possibly one of the clips here, a second clip cannot be reliably discerned in the images produced by MRI, these do not generate enough susceptibility artifact in the sequences. Lava sequences might be more accurate for locating lesions but they are not necessarily seen in these either, one possibility is to take a low dose native CT scan of the pelvic area. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 23-nov-2017 for the following meddra pts: device dislocation: n¿ 2569 cases (excluding this case). Device breakage: n¿ 2014 cases (excluding this case). Abdominal pain lower: n¿ 761 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 18-nov-2017: patient provided medical records. Exams, insertion and removal attempt details were provided. Event information was updated (new events: symptoms of depression have increased after the hysterectomy, nickel allergy, abdominal swelling, adenopathy on the right hand side in the neck or in the armpits, the right one is shorter and has possibly broken, dark urine at times, night sweating, pain in the fibromyalgia points, there was suspected endometriosis in a small area next to the left ovary, and malaise in connection with fever) incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(6) on 13-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and pyrexia ("feverishness"). The patient was treated with surgery (laparoscopic fallopian tube removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and pyrexia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and pyrexia with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-oct-2017 for the following meddra preferred term: abdominal pain lower- the analysis in the global safety database revealed 652 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.